Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring, removed extra o-ring from pneumatic tap, cleaned pump connection area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed and issue was resolved.